Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected outflow graft (ofg) clot could not be confirmed through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). Review of the submitted log files confirmed the reported decrease in pump flow to 0.0 liters per minute (lpm); however, a specific cause for this finding and a direct correlation to the suspected clot could not be conclusively established. Additionally a direct correlation between (B)(6) and the reported stroke, hemodynamic shock, and subsequent patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The distal end of the pump cable, and the modular cable were not returned with the device. Approximately 1¿ of the sealed outflow graft was returned properly attached to the pump cover outlet port with a small portion of the sealed outflow graft bend relief engaged to the graft hardware. The remainder of the sealed outflow graft and bend relief material was not returned. The patient¿s prior non-abbott heartware ventricular assist device (hvad) cuff was returned secured to the inlet extension with the hvad screw. A large amount of biological tissue was observed adhered to the hvad cuff. The cuff lock was returned disengaged. Upon disassembly of the returned pump, the lumen of the sealed outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. Additionally, visual inspection of the blood contacting surfaces did not reveal any evidence of adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured a decrease in pump flow to 0.0 lpm. This finding was consistent with the reported event and the findings from the submitted log files. Despite the observed decrease in flow, the pump appeared to have functioned as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the hm 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the hm 3 lvas including bleeding, stroke, pump thrombosis, and death. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 of the IFU also explains that changes in patient conditions can result in low flow. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU "patient care and management", lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called on (B)(6) 2023 at approximately 21:00 that their flow was zero. It was confirmed that the pump was working with speed drops and decreased power and pulsatility index values. The patient was in their local emergency room before being transferred for an elevated level of care. The controller was exchanged but the zero flow did not resolve. It was suspected that the patient had an outflow graft clot. There was no change to the patient's presentation after the controller exchange. Log files on the patient's new controller contained numerous controller clock invalid faults. The pump appeared to be operating as intended with no other abnormal alarms recorded. Resyncing the clock with the system monitor resolved the controller clock invalid faults. The patient's flow was still zero upon admission to the hospital. The patient underwent a workup that included an echocardiogram (echo) and a computed tomography angiogram (cta). The echo showed no left ventricular thrombus. The cta showed no obvious thrombus in the outflow. Given the severe hemodynamic shock, clinical deterioration, and zero flows, tenectaplase was given with dramatic results. The patient then had stroke-like symptoms. Stroke 1 was called. The patient was given tissue plasminogen activator (tpa). Interventional radiology attempted a thrombectomy and successfully removed a middle cerebral artery (mca) clot. They then had a hemorrhagic conversion and had a massive intracranial hemorrhage. At some point their flow improved to 4 liters per minute (lpm). The family made a decision to withdraw care and the patient passed away on (B)(6) 2023.